Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a male pt with electrodes pads, the device lost ECG signal when the device automatically switched to leads-mode. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired; however, it was not related to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.